Event description:
Arrive clinical study # 109-085 same case as # 6000093-2005-00381, #6000089-2005-00498, and # 6000089-2005-00499. It was reported that on the same day after a coronary artery drug eluting stenting procedure, the pt experienced a myocardial infarction (mi). And 13 days after this procedure the pt required readmission to the hosp for a deep vein thrombosis (dvt). The lesion being treated was a 2.75mm 90% stenosed mid left anterior descending (mid lad) artery. The lesion was not predilated. The physician then placed a taxus express2 8.8% 2.75x24mm drug eluting stent in the mid lad. The next lesion being treated was a 2.5mm 90% stenosed 2nd oblique marginal (2nd ob marg) artery. The lesion was predilated. The physician then placed a taxus express2 8.8% 2.50x24mm and a 2.50x12mm drug eluting stents with a 3.0mm overlap. The next lesion being treated was a 2.5mm 90% stenosed 1st right posterior lateral (1st rpi) artery. The physician then placed a taxus express2 8.8% 2.50x16mm drug eluting stent in the 1st rpl. In 2005 after the treatment and before discharge the pt experienced a q-wave anterior mi. In the opinion of the physician the relationship of the mi to the taxus stent is "probable", and the relationship to the target vessel is "probable". The pt was discharged in 02/05 on plavix and aspirin. In 03/05 the pt was readmitted to the hosp for treatment of a dvt.